Event description:
It was reported the ez45b was used during a thoracic procedure. It was reported by the affiliate the surgeon could not fire the device on the 4th firing. It seemed to be jammed. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49015. D5,6; h4: info not available, device not returned for analysis.